Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the right cylinder herniated out of the patient's right corporal body. The patient could feel the right cylinder out of base of the penis, when deflated. The tissue of the patient did not properly form a capsule around the implant and the patient used his device too soon post-operation. A new pair of cylinders and pump were implanted. The patient had a good outcome